Event description:
The micro sagittal saw was sent in for eval because it was running on its own without activation. The event occurred during testing; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the failure was attributed to corrosion damage in the motor.